Manufacturer narrative:
(B)(4)

Event description:
It was reported that while performing a preventive maintenance, the customer removed the battery module and reinserted it while the ventilator was turned on. The ventilator shut down and when it came back on, the ventilator would only alarm restart ventilator. The customer noticed that all installed options and equipment hardware and software info was showing "unavailable". (B)(4).